Event description:
It was reported the tubing of a solution administration set leaked during prime. It appears there was an improper attachment of the tubing and drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample along with two (2) retention samples were provided for evaluation. Visual inspection of the provided photographic samples showed the tubing was incorrectly assembled to the chamber (the tube was not inserted over the chamber pip). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause could be due to a manufacturing issue. The set is assembled on an automated machine. The incorrect assembly of the tube to the chamber could be the result of a chamber with an off centered or bent pip, which will not allow the automated machine to correctly insert the tube into the pip. This can also lead to disconnections. The 2 retention samples were visually inspected as well and did not identify any abnormalities that could have contributed to the reported condition. The samples underwent functional testing including underwater leak and air passage testing (1 bar) and no leaks were identified. The sets were subjected to push-pull testing and no disconnection was noted. Both samples were submitted to a traction test (to failure), and it was verified that both samples withstood the minimum required force of 15n. The reported condition was not verified with the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.